Event description:
It was reported that the customer was treated by the paramedics after she was found unresponsive with a blood glucose reading of 33 mg/dl. The mother reviewed the bolus history, and found a bolus of 8.0 units was delivered prior to the event. The customer stated that she did not program this bolus. The caller stated that the customer had been experiencing low blood glucose levels for the past three days. Troubleshooting was performed, and found that the programming was incorrect. The time was programmed to pm instead of am, which would've affected the customer's basal rate deliveries. Also, the insulin pump was not calculating daily totals correctly. Advised the caller that the insulin pump would need to be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.